Manufacturer narrative:
(B)(4). This complaint is for a report of a leak found during prime. This is considered to be a use error. This complaint was not confirmed and no root cause was determined because sample was not available for evaluation. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a reload set alarm. During troubleshooting with the care giver (cg), it was mentioned that there was some liquid on the ground. The technical service representative (tsr) recommended that the cg clean up the solution that was on the ground. The tsr asked the cg if the clamps are closed. Cg stated no. Tsr had the cg close the clamps and asked the cg if one of the bags look smaller, or bigger. Cg stated no. Tsr reviewed the alarm log. Tsr recommended that the cg setup the hc a half hour earlier to let the supplies warm up. Tsr recommended that the cg start over with new supplies, because the clamps were left open when the hc was at load the set.